Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. The catheter of the device has broken 127.2cm from the distal end of the device. When water was injected in the inflation lumen; water leaked from the separated area in catheter. Due to the breakage; the balloon could not be inflated. A visual examination of the balloon material was performed. Damage to the balloon material that could prevent inflation was not observed. The broken catheter was held together while water was injected through the device. The balloon material filled with water and leakage was not observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The add'l info provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions four use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Kinks and breakage of the balloon catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the balloon dilator. If excessive pressure was applied to the device, perhaps in response to resistance during advancement through or removal from the endoscope, this could have contributed to the catheter breakage. Prior to distribution, all hercules 3 stage wire guided esophageal balloon dilators are subjected to a visual exanimation to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure the physician used a cook hercules 3 stage wire guided esophageal balloon. They began experiencing problems with blue sheath, it was very delicate and the sheath began leaking. Another balloon was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.